Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had compromised force sensor system alarm and drive support cap was sticking out. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated insulin was squirting out during the manual prime process. The device will be returned for analysis.

Manufacturer narrative:
Device received a33 alarm during the basic occlusion test due to loose/protruded or flush drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test. Device passed the displacement test.